Event description:
A surgical technician reported a patient that required a second surgical procedure to replace an intraocular lens (iol) due to a broken haptic. The surgeon reported the patient experienced significant corneal edema and some bleeding secondary to the patient being on an anticoagulant during the initial surgical procedure. The surgeon reported the patient is 'doing great now". Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in a lens case. Blood and solution was dried on the lens. One haptic was broken in the gusset area (not returned). The other haptic was bent-gusset and distal area. The optic was scratched and torn/split/cracked on the post of the lens case. The facility indicated a (b) cartridge was used with a viscoelastic that was not approved for use with that cartridge. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/31/2008 and 11/14/2008 by phone, fax, and mail. A completed questionnaire has not been received.